Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was admitted to the hospital for a headache and dizziness. On (B)(6) 2015, a head CT scan was performed and revealed a chronic infarct with hypodensity of the left occipital lobe. The patient's inr was 1.84, and the patient was started on a heparin drip for subtherapeutic inr. The patient subsequently developed a gi bleed. The patient's hemoglobin was 8.8 g/dl and was transfused 4 units of packed red blood cells. A colonoscopy was performed and revealed actively bleeding polyps which were then removed by hot and cold snare polypectomy.

Manufacturer narrative:
A specific cause for the reported embolic cerebrovascular accident and gastrointestinal bleeding, and a correlation between the device could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.